Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 49 mg/dl. Reportedly, the cause was unknown; however, customer recently lost weight and did not update pump settings, which possibly contributed to the event. Bg was addressed via consumption of carbohydrates. Pump data review by tandem technical support confirmed the pump was functioning as intended.